Event description:
Additional information received identified that the patient is stable.

Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the physician had trouble implanting the sensor. Troubleshooting was tried and subsequently the sensor was implanted at the intended position. However, echocardiogram indicated the patient experienced small puncture in the right atrium or right ventricle causing pericardial bleeding. The patient was admitted into ICU and taken to the operating room wherein the pericardial effusion was drained. The sensor was calibrated successfully.